Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 250-300 units of insulin. Reportedly, due to being unable to load a cartridge onto the pump, the customer administered too much insulin via manual injections and blood glucose (bg) decreased to 27 mg/dl. Juice and carbohydrates were consumed and bg increased to 120 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.